Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported an additional volume discrepancy occurred. The arv (actual residual volume) was ¿about 9ml¿ while the erv (expected residual volume) was 5.6ml. It was also reported there were volume discrepancies over the past three refills. In (B)(6), the arv was 11 while the erv was 7.5 and in (B)(6) the arv had been 5.5 while the erv was 1.2. At the time of report, the logs had not been read. It was again noted a roller study and dye study had previously been performed and were normal. The plan was to continue to monitor. It was noted the patient had reported their therapy ¿is not helping as much as it used to.¿ the patient was concerned about the extra volume being aspirated at each refill. It was noted the volume discrepancy was consistent and within the 14.5 percent specification.

Event description:
Additional information received reported on (B)(6) 2014 at the last refill 1.2cc was expected while 5.5cc was actually found. The cause of the discrepancy was unknown. As previously reported a dye and rotor studies were done on (B)(6) 2014 with difficulty aspirating the catheter. It was also noted "dye/rotor study normal". Oral medications the patient was taking at the time of the event included percocet, ativan, ambien, tizanidine, lactulose and lisinopril.

Event description:
It was reported that a volume discrepancy was observed during pump refill. An excess of 4ml was reported at the patient¿s last pump refill; however, the exact residual volumes were unknown. A dye study and rotor/roller study were performed. During the dye study the doctor was unable to aspirate the catheter and opted to push dye, noting no abnormal findings. The rotor study also showed no abnormal findings. There were no patient symptoms and no change in therapy noted. Patient status at the time of the report was alive with no injury. The device system delivered morphine and clonidine. It was later reported that the doctor planned to monitor the patient and evaluate for any further issues.

Manufacturer narrative:
Product ID: 8711, lot# j11044r39, implanted: (B)(6) 2002, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported exact symptoms the patient was experiencing included increased pain. The cause of the discrepancy remained unknown. In terms of troubleshooting or other actions, the "normal" dye and rotor study on (B)(6) 2014 were again noted. The intrathecal pump dye/rotor study notes were provided. Under the procedure details, specifically the amount of fluid withdrawn, 0ml was listed and it was noted the health care provider (hcp) was "unable to aspirate." Five cc of omnipaque 240mg/ml was injected for the myelograph and following the study the pump was reprogrammed to start a priming bolus. Per the findings, it was noted that no fill defects were observed. The dye study was noted to be normal. Typical subarachnoid appearance was visualized. The impression was a normal catheter/pump system. It was lastly reported the patient had not recovered; their symptoms/issue was ongoing. No further information was provided.

Manufacturer narrative:
(B)(4) .

Event description:
Additional information received reported there was still a reservoir volume discrepancy. Another refill was done recently and the pump was alarming because there was only expected to be 0.1cc in the reservoir, but 6cc was actually aspirated from the reservoir. When they went to fill with the drug only 33cc could be placed in the reservoir. The patient's symptoms had not really changed except that the healthcare provider (hcp) thought the patient was on a higher dose than expected. There was a catheter dye study done in (B)(6) 2014, which was unremarkable. It was noted the drug cocktail changed to dilaudid as the primary 25mg/ml at 9.9mg/day and clonidine 250ug/ml at 99ug/day. The cause of the event, the type of alarm, further actions taken to resolve the event, and the patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.